Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 2 needles pull off the suture? Are 2 needles retained in the patient? Please provide the location where each needle is retained? Were x-rays done to confirm location of the needle? If yes, please specify. Is the video that was mentioned available? If yes, please send if possible. Is there an alleged deficiency with the suture? Before the needle fell into the patient, did the needle pull off the suture or did the surgeon cut the needle off the suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Has the patient underwent a second procedure to remove the needle(s)? If the needle is still retained, are there plans to remove the needle(s) at a later time? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a minimally invasive cardiac surgery CABG on (B)(6) 2022 and suture was used on bypass anastomosis. During the procedure, when using the device, the needle and suture detached or broke, and consequently the needle got into the back of the heart (back of the left ventricle). It was reported that after bypass was sewn one round with the product, a ligation procedure was performed outside the body cavity. When the surgeon cut the needle from the suture and tried to return the product to the nurse, the surgeon realized that the needle was already out of the suture. The video showed that the needle had entered the patient's body through the incision. The needle that came off this time is the one that was not used at the time of suturing. The device was double armed. It was not part of the needle but the entire needle that was left behind in the patient¿s body. Because this surgery was mics, the area could not be tracked by a camera, so surgeons discussed whether to remove it by midline incision. Although it was discussed that whether to remove the needle by midline incision, considering invasion and risk, the surgery was completed without removal. The current status of the patient is in the hospital. The needle remains in the body. No additional treatment was provided. There have been no reports of health hazards other than the needle left in the body. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did 2 needles pull off the suture? =>no. The needle that came off this time is the one that was not used at the time of suturing. Are 2 needles retained in the patient? =>one needle retained in the patient. Please provide the location where each needle is retained? =>back of the left ventricle were x-rays done to confirm location of the needle? If yes, please specify. =>unknown. Is the video that was mentioned available? If yes, please send if possible. =>the video was available but the place the needle left was cannot be monitor with the camera. Is there an alleged deficiency with the suture? =>unknown. Before the needle fell into the patient, did the needle pull off the suture or did the surgeon cut the needle off the suture? =>after the ligation outside the body cavity, the suture was cut and when the surgeon tried to return the needle to the nurse, it was confirmed that the needle was already missing. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure =>unknown what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? =>this is mics(minimally invasive cardiac surgery). On what tissue was the suture used? =>bypass anastomosis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? =>unknown. How was the suture placed (interrupted or continuous)? =>unknown. How was the suture originally tied (multiple knots, square knot, etc.)? =>unknown. Has the patient underwent a second procedure to remove the needle(s)? =>no. The needle was left in body with explanation to the patient's family. If the needle is still retained, are there plans to remove the needle(s) at a later time? =>unknown. Please describe any medical/surgical intervention required for this suture event including dates and results. =>unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? =>no. What is the physician¿s opinion as to the etiology of or contributing factors to this event? =>no additional information is available. What is the patient's current status? =>the patient is in the hospital. Lot number? =>unknown. If applicable, will product be returned? If so, please provide the return date and tracking information. =>no sample will be returned. No further information will be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/10/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/7/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that it was received one empty open straight packet and one dispensed needle-suture that pertain to the product code epm8739. This product code is double armed. In order to evaluate the condition of the returned sample, the swage and attachment area was noted to be as expected. The suture was examined along the strand, and no anomalies were observed during evaluation. A functional test was performed using equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/10/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one opened box with nine packets that pertain to product code epm8739 was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the nine packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.